Event description:
It was reported that the device reached elective replacement indicators (eri) after three and a half years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri: time of eri in save to disk on (B)(6) 2012, device eri<=2.62 volt. Weekly battery voltage trend data shows min b(v)=2.64 to 2.62 volts minimum between (B)(6) 2012. 2 - patient alerts for low bv on (B)(6) 2012 03:00:02 and (B)(6) 2012 03:00:03.